Event description:
It was reported that the left monitor intermittently would go dark. The left monitor displays the live fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the monitors and the workstation cooling fan. The system operates as intended.